Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer was instructed to disconnect tubing from the site, adjust connections, and administer boluses while being informed of potential impacts on the insulin on board (iob). Despite repeated instructions and bolus attempts, the occlusion alarm persisted until the customer successfully completed a bolus after disconnecting and using a new cartridge. The resolution involved replacing supplies as necessary and resuming insulin therapy.